Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and balloon detachment occurred. The 100%, chronic total occlusion target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 1.5mmx20mmx143cm coyote(tm) es balloon catheter was advanced but encountered difficulties crossing the lesion. After the device was advanced to the lesion, dilation was performed. During removal, it was noted that the balloon became stuck on the non-bsc guidewire. The physician continued to pull the device, but both wire and balloon detached and remained in the patient. The physician tried to remove the detached parts using a snare but was unsuccessful. The procedure was not completed. No further patient complications were reported. The patient's status was stable, asymptomatic and was under observation. No additional procedure was planned to remove the detached parts.